Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex employee via email that for 2 units of ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the shuttling suture broke down at the anchor tip. This was detected during use in a stabilization of shoulder (arthroscopic stab) procedure on (B)(6) 2025. The procedure was completed successfully using a 2.9 peak pushlock instead.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex was able to determine the most likely cause of the reported issue. The most likely cause(s) for the reported failure can be attributed to user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.